Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 88 mg/dl. The customer stated that the keypad is not responding. The customer stated that the device was exposed to moisture. The customer's father was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.